Event description:
Two biorci screw of the same lot broke during insertion into the femoral tunnel. It was reported that the bone quality was hard. Neither the tap nor startler were used as recommended. The driver was the old design without the laser marked depth gauge line at the distal tip. The surgeon was able to retrieve all broken pieces, and it was reported that there was no pt injury.